Event description:
Dealer states, the seat is tearing [prid 210345] and the hand break is not working and is bent. [Prid 235378]. Warranty return processed for seat upholstery 1149924 and hand brake 1149223.